Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices that were used in the same procedure. Refer to this report for the first lighttrail reusable laser fiber and MFR report # 3005099803-2022-02886 for the second lighttrail reusable laser fiber. It was reported to boston scientific corporation on may 4, 2022 that two lighttrail reusable laser fibers were used in a procedure, performed on an unknown date. The laser unit used was an auriga xl laser console. During the procedure, the two laser fibers broke. The procedure was completed with another lighttrail reusable use laser fiber. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.